Event description:
It was reported that during implant, the implantable pulse generator (ipg) was hooked up to the existing lead and there was no pacing noted. When the programmer head was placed on the device, there was no asynchronous pacing. The device was not used and a different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.